Manufacturer narrative:
(B)(4). Batch # p91p57. Device analysis: the analysis results found that the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 6 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were clips malformed (or did clips not close when fired)? Was there any patient consequence (as noted in your event description)? Was there any bleeding as result of malformed clips? If so, how much bleeding occurred? If bleeding, was bleeding controlled during procedure? How was bleeding controlled? Was transfusion needed?

Event description:
It was reported that during a laparoscopic cholecystectomy, upon firing, the clips did not appose properly to the vessels. Vessel clipping could not be completed. Compromised tissue/vessel sealing integrity due to improper apposition.